Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pulse generator implanted: 2008-(B)(6); product ID 503452 implantable pacing lead implanted: 1998-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was being revised due to oversensing and a low impedance reading observed on the device electrogram (egm) and that the patient reported dizziness. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.